Manufacturer narrative:
(B)(4). Physio-control advised the customer that their monophasic AED is no longer supported by physio. Physio recommended that the customer permanently remove the device from service and obtain a replacement unit. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their monophasic AED had a wrench icon present on the readiness display and that it would not power on with multiple batteries. There was no patient use associated with the reported event.